Event description:
A nurse reported during a case a system message was displayed. The system was rebooted twice without success. The case was aborted and the following 5 patients were also cancelled. There was no patient injury reported. Add'l info has been requested.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported complaint. The cassette sensors were cleaned. The system was then tested and met all product specifications. (B)(4).